Event description:
It was reported that the patient experienced events where infusion sets were accidentally pulled out during use after the tubing caught on an object over the past 3 days.

Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.